Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic with pectoral stimulation, and the patient was later sent to the hospital. Device interrogation revealed that the pacemaker had entered safety mode, and device replacement was anticipated. Review of the presenting electrogram (egm) revealed noise on both leads. On the right ventricular (rv) lead channel, the noise was oversensed and appeared larger and non-physiological, but appeared smaller on the right atrial (ra) lead channel. During the device replacement procedure, the leads were manipulated in various ways in order to troubleshoot the source of the noise, but the noise was not reproducible. The pacemaker was successfully explanted and replaced, and the leads remain in service. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic with pectoral stimulation, and the patient was later sent to the hospital. Device interrogation revealed that the pacemaker had entered safety mode, and device replacement was anticipated. Review of the presenting electrogram (egm) revealed noise on both leads. On the right ventricular (rv) lead channel, the noise was oversensed and appeared larger and non-physiological, but appeared smaller on the right atrial (ra) lead channel. During the device replacement procedure, the leads were manipulated in various ways in order to troubleshoot the source of the noise, but the noise was not reproducible. The pacemaker was successfully explanted and replaced, and the leads remain in service. No additional adverse patient effects were reported. The pacemaker was returned for analysis.